Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of damage to the power module housing was confirmed. The heartmate power module (serial number (B)(6) was inspected at the service depot. Visual inspection confirmed damage to the top and bottom housing and deteriorated rubber feet. The power module housing covers and rubber feet were replaced, resolving the event. The unit underwent a functional check and passed all applicable tests. The unit was returned to the customer site ready for use. The root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: corroded battery bracket. The heartmate power module instructions for use (IFU) (rev. B, ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. In addition, it instructs users to keep the power module and its connectors away from water and fluid at all times. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the housing of the power module was damaged.